Event description:
It was reported that the right ventricular (rv) lead demonstrated high pacing impedance and no capture. Patient is status post atrioventricular (av) node ablated, no r waves present to measure. Possible lead fracture is suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: vedr01 implantable pulse generator 2008-(B)(6), 4574 implantable pacing lead 2008-(B)(6), (B)(4).